Event description:
Received info stating pt experienced high bg's.

Manufacturer narrative:
During further troubleshooting it was identified pt was filing cartridges with insulin pens. Use only the syringe and needle provided by tandem diabetes care, inc to fill the cartridge.